Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: no information received to this date.

Event description:
It was reported the device beeped "low volume"; and there was only around 0.1 ml left in the syringe, when there should have been more. Per reporter it was unclear whether the patient received too much dilaudid from the pump. The infant has a secure airway (ett) that was retaped and received boluses of dialudid, precedex and versed. The md ordered the dilaudid drip stopped for now with a prn morphine bolus if needed, increase vent rate from 20 to 25, and okay to give more oxygen from patient's usual 35-40 percent to 50 percent. Upon review of the syringe pump event logs, the reason the syringe emptied faster than expected during this time frame is because the nurse, when prompted to choose if the syringe in use was 1 ml or 3 ml size, chose 1 ml. Nicu confirmed that hydromorphone syringes only come from pharmacy in 3 ml syringes. This event occurred while in use with a patient, unknown.